Event description:
It was reported that during the use of the product, leakage of air from the cuff was observed. No patient injury. No additional information is available for this complaint.

Event description:
It was reported that during the use of the product, leakage of air from the cuff was observed. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cut on the cuff. The customer stated problem was duplicated. The returned sample was inflated using a syringe and was submerged under water to detect any leak in cuff. Leakage was detected in cuff; the complaint was confirmed. The root cause is the cuff was damaged during the use of the product since no leaks were reported in the pre-use check and according to the instructions for use the cuff could be damaged due to cuff nicks from teeth or instrumentation during intubation.